Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had issues with the insulin pump and had diabetic ketoacidosis for three days. The customer's blood glucose level at the time of the incident was 450 mg/dl. The customer's current blood glucose level was 216 mg/dl. The customer treated their high blood glucose with manual injections and had attempted to bolus. Troubleshooting was performed. The device will not be returned for analysis.